Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products identified that the shims exhibits signs of repeated use and six of them have one missing component (bearing) and one of them have two missing components (bearings). DHR was reviewed and no discrepancies relevant to the reported event were found. The issue of the persona shim ball bearings disassembling was previously investigated. Investigation into this issue identified that the ball bearings could disassemble during cleaning. The root cause of the reported issue is attributed to a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): associated products : 42527900300 tibial articular surface provisional shim size cd 10 mm thickness 62868054; 42527900303 tibial articular surface provisional shim size cd 13 mm thickness 62391242; 42527900304 tibial articular surface provisional shim size cd 14 mm thickness 62449208; 42527900702 tibial articular surface provisional shim size gh 12 mm thickness 62817470; 42527900702 tibial articular surface provisional shim size gh 12 mm thickness 62404290; 42527900504 tibial articular surface provisional shim size ef 14 mm thickness 62817472; 42527900703 tibial articular surface provisional shim size gh 13 mm thickness 62736061. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 2019 04319, 0001822565 2019 04320, 0001822565 2019 04321, 0001822565 2019 04323, 0001822565 2019 04324, 0001822565 2019 04325, 0001822565 2019 04326.

Event description:
It was reported the ball bearings were found missing from the shims during routine tray inspection.